Event description:
"Port inserted on 20/7/05. Lst accessed eight months later. CT exam in 31/06. Revealed catheter in pulmonary artery. Catheter broke mid-length. Removed in 06 with no problem." Patient status: "ok, no further problems reported."